Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while taking a nap one day post-implant, their heart rate fell below the programmed parameters. In addition, they complained of "feeling bad" and had a headache all day. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.